Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately ten months after ICD was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the distal conductor was distorted and cut, there was cosmetic environmental stress cracking of the outer tubing overlay, the outer insulation was breached cut and had cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.